Manufacturer narrative:
No report of injury, procedure delays or cancellations. During the reported event, a diagnostic cycle was in process with no instrument present in the system 1e. A steris service technician arrived on-site to inspect the system 1e processor. The technician inspected the processor and upon lifting the processing tray observed water in the drip pan. The technician also observed the high-pressure pump hose fitting had been broken off the tray. As the hose fitting on the processing tray was broken, it allowed water to leak out from the processor. During the time of the reported event the processor experienced a drain fault error, subsequently causing the cycle to abort. Quality requested a photo of the processor's tray however, none were provided as the tray was disposed of by the user facility. The technician replaced the tray in the system 1e processor, ran a diagnostic and processing cycle, and found the processor to be operational. The technician advised user facility personnel of the damaged tray. Per discussion with quality and manufacturing personnel, the root cause of the reported event is attributed to inadvertently dropping the tray or placing the tray down on a solid, angled surface which caused the hose fitting to snap off of the tray. No additional issues have been reported.

Event description:
The user facility reported their system 1e processor was leaking water.